Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the chrome hand rims are chipping and hurting the patients hands. The consumer also stated that the seat upholstery is stretched to the point where he is sitting on the crossbraces.